Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I processing module for one patient. The sample was repeated and a normal result was obtained. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l. Initial result = 32.62 pmol/l, repeat result =13.18 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 result included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of the complaint trending report identified an increase in complaints for lot 61390ud02; however, in-house performance testing of retained reagent kit indicated that the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 61390ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 61390ud02.

Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I processing module for one patient. The sample was repeated and a normal result was obtained. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l. Initial result = 32.62 pmol/l, repeat result =13.18 pmol/l there was no impact to patient management reported.